Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a preloaded intraocular lens (iol) presented with a straight distal haptic. During injection the haptic touched the iris causing bleeding. The surgeon informed that the patient was progressing "very well" postoperatively. Additional information has been requested but not received to date.